Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer experienced a low blood glucose reading of 48 mg/dl. The customer also reported that the insulin pump was damaged after the belt clip broke. She stated that after the insulin pump had fallen, it appeared to be working slower than normal. She noted a crack and scratches at the battery housing. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.